Manufacturer narrative:
(B)(6). Bdj had received sample and produced photos for the customer facility for investigation. Sample and photos were evaluated and show customers' indicated failure mode of a defect in the hemogard cap. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned sample. Condition is related to the manufacturing process, most likely occured during assembly of the shield to stopper. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that the low edge of a lavender bd hemogard¿ closure cap was split, from a bd vacutainer® k2edta plus plastic whole blood tube (13x75 mm, 3.0 ml). No serious injury, blood to mucous membrane exposure or medical intervention was reported.